Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the threaded tips of guide pins broke off in patient during surgery. There might be possible unretrieved device fragments.